Manufacturer narrative:
One device was returned for analysis. There was no evidence to review in the device's event history log. Visual testing showed the downstream occlusion (dso) seal was worn. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the dso sensor. As a result, the dso sensor and seal were replaced. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 42221 and had a red screen. There was no patient involvement, no patient injury was reported.